Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the calcified common femoral artery after an interventional procedure. Reportedly, after the needle plunger was deployed, the plunger was retracted and a cuff miss occurred. Hemostasis was achieved by using a second proglide device. There was no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.